Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post implant, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to noise. The patient went to the hospital and therapy was turned off to perform additional testing. The device was programmed in the secondary vector and no noise was observed when the device was interrogated. Further testing was performed but the noise was unable to be reproduced. Boston scientific technical services (ts) was contacted and it was decided to re-program the device to the primary vector. The patient was admitted overnight and the next day, no noise was observed. Ts was contacted again about this case and it is believed that the noise was a result of air bubbles being released from the device port. Because the device was programmed in the secondary vector which includes the anode, air dissipating from the device header would have caused vibrations close to where the setscrew aligns with the anode in the port. The vibrations thus caused noise to be oversensed, leading to the subsequent inappropriate therapy. The field representative was unable to confirm if the port had been properly burped prior to electrode insertion during the implant procedure. No adverse patient effects were reported. The s-ICD system remains implanted and in service. Additional x-rays of the device and connection were sent to ts for review. It was confirmed by both a boston scientific engineer and medical advisor that the electrode terminal pin was fully inserted into the device port.